Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist for use during cardiogenic shock and high risk pci section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smartassist system catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ impella cp with smartassist for use during cardiogenic shock section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ impella cp with smartassist for use during cardiogenic shock with automated impella controller section: warnings, cautions, and precautions ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support post cardiac surgery a few days prior. Shortly after placing the impella cp, purge flows decreased and purge pressure increased. The cassette changed but ultimately the pump stopped. The impella cp was explanted and replaced with a new impella cp. There was no patient harm related to this event.

Manufacturer narrative:
Data log shows that purge pressure begins to rise with purge flow decreasing immediately. 11 minutes into support there are high pressure puge (hpp) and purge system blocked alarms. Motor current is trending upwards. 15 minutes after the first hpp alarm there is alarm 13 hmc pump stop. The pump is unable to be restarted. The hpp is eventually resolved, though remains at the higher end. Hpp was reproduced in the lab. Hmc pump stop was also reproduced, and the pump was unable to be run. Upon cutting a window in the catheter blood was found in the purge line. The root cause of the pump stop was blood ingress. The cause of the blood ingress was unknown. D9 date device returned to manufacturer added the following have been reported incorrectly or missing from manufacturer device report 1220648-2024-12492: a5 should have been blank ethnicity was unknown. E4 should have been left blank. G1 reporting contact fax number missing.